Event description:
A user facility reported to olympus that the evis lucera elite bronchovideoscope had a cut, wrinkles and depression on the insertion section. Upon inspection and testing of the returned device, it was observed that the bending manipulation section and insertion tube was defective, and coating peeled off from the device. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation found the coating on the insertion section was peeling off and the device was dented. The bending section cover was chipped, and the scope connector was cracked which causes leakage from the device. Additionally, there was no image from the device due to imaging failure and the bending angulation wire was starched. The faulty parts need replacement to bring back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the cause of this suggested phenomenon was stress of repeated use, external factors, or handling. It is recommended to the user to instruct the method of handling regarding usage environment, etc. Olympus will continue to monitor field performance for this device.